Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. The device was returned to zoll medical corporation; evaluation of the customer's report was not duplicated. The device was put through extensive testing including full functionality testing, electrical safety test, shock test, and impedance test without duplicating the report. After testing, the report was cleared and did not reoccur. Internal inspection of the device found no discrepancies. The device passed the final test procedure, was recertified, and returned to the customer. No accessories were returned for evaluation. Analysis for reports of this type has not identified an increase in trend.